Manufacturer narrative:
Event is still under investigation.

Event description:
A (B)(6), male, pt, underwent abdominal aortic aneurysm repair on (B)(6) 2011. The pt received a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac leg. The procedure was completed without incident. On (B)(6), the one month follow up, a CT scan revealed thrombus on the inside of the main body and hugging the outside of the graft as well. At this time, intervention is not scheduled; however, the physician will monitor the pt closely.